Event description:
It was reported that a physician performed four-five balloon kyphoplasty procedures. Three cement extravasations were reported. The "setting time for the bone cement was between 15-25 minutes; the cement showed inhomogeneous inconsistencies in the bone filler device. The operating room temperature was 20 degrees c. The mixing of the cement was done manually and there were no additives added. The physician waited until the cement reached the doughy state before injecting the pts." Reportedly, there were no injuries to the pts. No additional information was reported.

Manufacturer narrative:
Method - other; device not returned, f/u with company rep. Reference: MFR: 2953769-2010-00049, MFR: 2953769-2010-00247.